Event description:
It was reported that a homechoice automated pd set with cassette leaked from the supply line. The tsr instructed the caregiver (cg) then to setup with all new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.